Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings and additional information received. Sections a2, a4, b4, b5, b7, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The complaint for "post-implantation - svd - calcification" was unable to be confirmed as no medical record or relevent imagery was provided for evaluation. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the reported event. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for "valve - calcification" and "post implantation - svd - calcification" did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, "approximately 4 years and 1 month post tavr, the patient is now presenting with a failing valve. The physician reports ncc thickened with calcium and limited mobility with leaflets overall thickened." Due to insufficient information, a definitive root cause is unable to be determined. A technical summary is applicable as the reported event was related to tissue valve calcification or patient condition. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As per follow-up with fcs, the patient underwent a tav in tav procedure with a 23mm spaien 3 ultra valve inside the initial 23 sapien 3 valve.

Event description:
As reported from field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 valve in aortic position. Approximately 4 years and 1 month post tavr, the patient is now presenting with a failing valve. The physician reports ncc thickened with calcium and limited mobility with leaflets overall thickened. There is no treatment decision made at this time for the aortic valve. The physician plans to treat the native mitral valve mod-severe regurgitation first prior to treating the failed aortic bioprosthetic valve.

Manufacturer narrative:
Investigation is ongoing. Remains implanted.